Event description:
New information received on 28 jun 2019 indicating that the lead was previously capped prior to (B)(6) 2010 procedure due to exhibiting noise. The patient presented on (B)(6) 2010 and the lead was explanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested, but not yet available.

Event description:
It was reported that the right atrial lead exhibited lead fracture and insulation damage. The patient presented on (B)(6) 2010 for lead revision procedure and the lead was capped and replaced.